Manufacturer narrative:
(B)(4).

Event description:
A patient presented with redness, swelling and exudation months after having their vns implanted and was taken to the hospital. The patient underwent surgery to have the generator moved to the right side of their chest and is being monitored for further observation with antibiotic treatment. The manufacturer's device history records of the generator were reviewed. The generator passed final functional and quality specifications prior to release for distribution and was confirmed hp sterilized. The physician believes that the redness, swelling and exudation are due to the patient's touching the implant site, and therefore during re-implant surgery the patient's device was moved under their armpit on the right side. No additional relevant information has been received to date.

Event description:
The lead was confirmed hp sterilized prior to distribution.